Manufacturer narrative:
Immucor technical support used a remote electronic connection method on (B)(6) 2017 to assess the instrument test well images in question, which appeared visually positive. An instrument peripump and probe was sent to the customer site from immucor for an immucor field service engineer (fse) to visit the customer site and work on the instrument.

Event description:
On (B)(6) 2017, a european (B)(6) customer site reported to immucor technical support an unexpectedly positive antigen test, when tested on a galileo echo.